Event description:
It was reported by the customer that a pyxis medstation es was not detected. The customer stated that the station was unable to recover. The malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of the cubie tray. A field service associate worked with the customer on-site and reseated the connection to resolve the issue. The system functioned as intended after the field service associate troubleshooted the device.